Manufacturer narrative:
Trapliner was returned for evaluation. Manufacturing records were reviewed. There were no nonconformances related to this lot therefore, supporting the device met material, assembly, and performance specifications. Blood particulates were found all along the shaft and pushrod. Approx. Working length of the catheter, collar to tip, pushrod length, half pipe to tip, o.d, and i.d were measured. The pushrod was delaminated/separated from the halfpipe. The lumens of the halfpipe were crimped and damaged. Multiple kinks were note on the pushrod. Damages found on the units is likely to have occurred during use with other products during procedure. Per IFU 103820 rev b, the following warning and precaution are stated, 1. Never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. 2. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Additional information was requested. A response was received. The vessel was calcified and needed rotational atherectomy. Other ancillary products were used in the procedure included a coronary micro-guide, a guidewire, and a roto-wire. The trapliner came out by itself with the halfpipe lumen pulled out gently with the fingers. It is unknown if any resistance was felt during the issue. X ray screening was done to check if anything was left inside. Nothing found or reported. Patient had no pain or issues during this episode. Procedure was completed and patient was discharged. Apart from procedural and anatomical factors based on the case details, this complaint was associated to a non-conformance for further investigation that likely pertains to a supplier manufacturing/process problem that could have contributed to this event as well.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: when using a 6f trapliner the extension separated from the metal shaft during a complex procedure. All parts were retrieved and patient was safe after the incident. Additional information received 11feb2021 and 12feb2021: no mention of any resistance at the time. Vessel needed rotational atherectomy. The vessel had been ballooned before they did the wire exchanges for the rota wire hence, that was when they used the trapliner. The trapliner wire came out by itself, and the plastic was in the hemostasis valve and physician manged to see the end of the valve and gently pulled out with fingers. There was a discussion with an additional consultant when the device came apart to see if there was anything left in the patient and there was a fair amount of screening using the x-ray to identify anything. The patient had no pain, and no issues during this episode. The procedure was completed and the patient was discharged the following day.